Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery. A 2.50 x 48 mm synergy xd was deployed and the percutaneous coronary intervention was completed with thrombolysis in myocardial infarction (timi) 3 flow. Half an hour later the patient went into heart failure. Adrenaline was provided and an intra-aortic balloon pump (iabp) was placed. Defibrillation and cardiopulmonary resuscitation were performed for 30-40 minutes unsuccessfully and the patient died. The official cause of death was ventricular fibrillation.